Event description:
It was reported that during a routine pulse generator change out, the left ventricular lead exhibited a fracture, resulting in loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.